Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump. The caller was advised to contact support again if the issue happened again, which they acknowledged and understood.